Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).

Event description:
It was reported that the patient was sent to the ER for low (bg) blood glucose levels. Patients bg levels were 40 mg/dl. The patient was given by injection of humalog and "lantis" to treat the low bg. The patient was given "wafarin" through injections, "lypotor" through pill form, pepsodent and colaid and "nicotin" patch.